Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty intervention a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous shunt. The 5.0 x 40mm mustang balloon catheter was inflated 1st and 2nd at 20atms, 3rd to 5th at 22atms, 6th and 7th at 24atms. The balloon ruptured at 24atms on the 8th inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.